Event description:
It was reported via medwatch mw5173116 that stent dislodgement occurred. The target lesion was located in the circumflex coronary artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, that stent came off into the guide catheter.